Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported the patient came for a torque test and implant was mobile.

Event description:
Mobility and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure (allograft) was performed at the time of surgery.